Event description:
Ongoing problems for nine months. Physicians said it wasn't the implants. Implants have been removed but the symptoms have improved but not gone away. Symptoms include redness and swelling of left breast after nursing infant, capsular contracture, flu-like symptoms, difficulty raising arm, pain, swollen lymph nodes, h/a, numbness of leg, tingling. Given antibiotics and had improvement but would worsen when the antibiotics were completed. Also was treated with prednisone. Rptr feels these devices are not safe.